Event description:
The customer alleges upon light stripping of the tube, it broke in half. It was immediately clamped near the patient and both ends sterilized and reattached. No patient complications noted.